Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and high blood glucose (bg) levels that required assistance to treat. Exact bg values were not provided for these events, however, customer did report experiencing diabetic ketoacidosis on at least one occasion. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.